Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that the pump had a pending alarm prior to implant. Also, motor stall occurred prior to implant on (B)(6) and recovered on (B)(6), the day of the implant. Following implant the patient experienced a burning sensation around the implant site. The patient thought that the pump may have been leaking. The patient heard an alarm the day after the implant. Interrogation showed that the pump had a pending alarm and was in shelf state. The pump was updated and had not alarmed since. The device system was used to deliver dilaudid.